Event description:
Customer reported issues with the insulin pump. Customer states that there is a sensor anomaly. Customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the adhesive anomaly on the opened/used sensors.